Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: both fiber caps detached; the fiber was broken distal to the fusion zone. Metal and glass caps were returned. There is evidence of burned and charred on the metal cap. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The fiber/'cap condition would result in a forward-firing. The probable root cause that contributed to the device failure was related to heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, the fiber "did not work" ater 204,819 joules of use. The case was completed with a second fiber. There was no reported patient injury.